Manufacturer narrative:
Information from complaint handler: date of incident is dated 12 months back from (B)(6) 2024 to (B)(6) 2025.

Event description:
Radiometer reference number: (B)(4). According to the complaint, the customer has expressed concerns with sodium (na) results going back 12 months. At present, this has been identified across two abl90 flex plus analyzers, where two ct1-cases are raised, this current ct1-024299 with analyzer serial number (B)(6), and the other as ct1-024298 with analyzer serial number (B)(6). Data file log provided by customer contains the same measurements for both cases. No reports of death or serious injury.

Manufacturer narrative:
Radiometer investigation looked into the supplied data logs, quality control logs (over the last 11 months), calibration logs (last two weeks) and system message, which do not show any general malfunctioning of the abl90 measurement on na. No evidence of general malfunctioning of na results according to system message, quality control and calibration logs. Root cause is something other than the device or usage. Therefore, this event does not meet the criteria of a MDR reportable event.